Event description:
The customer called to report high blood glucose levels. The customer reported a blood glucose reading of 218 mg/dl. The customer then mentioned that she was treated by paramedics for low blood glucose levels. No blood glucose reading was reported for the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.